Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt's stimulation has been turned off for several years due to it not helping her. She felt that the device had migrated and that her arm and shoulder had swelling that was getting worse. It was noted that she had gained (B) (6) over the past several months and was not very mobile due to the pain she was in. Further info was requested.